Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 'low" was displayed in the continuous glucose monitor. Low bg cause was not known. Customer consumed carbohydrates and orange juice to address bg. Tandem technical support evaluated pump data logs and determined the pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.